Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be deployed within a patient during a stent placement procedure on (B)(4) 2013. According to the complainant, the patient was diagnosed with cancer. The indication for the procedure was for treatment of a malignant tumor. During the procedure, the stent was attempted to be deployed within the target lesion; however, it could not be released. Several attempts were made to deploy the stent, but it could not be deployed. Subsequently, the stent was fully constrained on the delivery system and removed from the patient. Outside of the patient, another attempt was made to deploy the stent, but it again could not be released. The procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient¿s condition was reported to be stable post procedure. Based on the evaluation findings, which indicate that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(4) for the evaluation findings of catheter delamination. A visual examination of the returned device found that the stent was fully mounted onto the device. The outer sheath was kinked at both the proximal and distal ends of the stent. The outer sheath was also partially covering the tip. During a functional analysis, an attempt was made to retract the outer sheath and deploy the stent; however, a restriction was met. The shaft was dissected at the proximal end of the clear outer sheath and the distal end of the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the inner lumen or deployed stent that would have contributed to the complaint reported. No issues were noted in movement of the outer sheath at the proximal end of the shaft after it had been dissected. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.